Event description:
Additional information received from a company representative (rep) reported the patients weight was unknown. The issue was indicated to be resolved by performing two .150 primes, aspirating after each prime to clear internal tubing, then the tip of the catheter had been primed with the appropriate medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep)regarding a patient receiving morphine 2 mg/ml at 0.373 mg/day and baclofen 2000 mcg/ml at 373.5 mcg/day for intractable spasticity. It was reported the company representative (rep) wanted to check calculations for complete contents removal in case the catheter could not be aspirated. It was reported that during a refill on (B)(6) 2022 the pump was unintentionally filled with the incorrect drug (morphine 15 mg/ml). The healthcare provider (hcp) brought the patient back at 4:30 pm the same day and filled the pump with the correct drug combination. The pump remained programmed the entire time at 373.5 mcg/day for primary drug, baclofen. Catheter volume 0.218 ml, pump tubing and catheter 0.507 ml 0.065 ml morphine infused in 8 hours and 30 minutes. Technical services confirmed it would take 57 hours starting at refill time 4:30 pm to deliver the initial combination of drug in the catheter, then 8 hours and 26 minutes to deliver the morphine, followed by desired combination. Underdosing/overdosing considerations were reviewed. No patient symptoms were reported.